Event description:
Premature 2nd trimester baby intubated in delivery room. When patient was placed on the warmer bed, vital signs deteriorated. Provider checked ett placement - determined to be in esophagus. Tube pulled, patient bagged and new tube placed. When turning the patient in bed after taping the tube, it was determined the ett was split. The tube was trimmed to prevent further splitting and attached to the jet with great difficulty. Overnight the tube kept disconnecting from the vent, so patient was re-intubated the following day. Manufacturer indicated they will file a qa case for the two lots mentioned.

Event description:
Infant intubated in delivery room. When infant was placed on the warmer bed, vital signs deteriorated. Provider checked ett placement - determined to be in esophagus. Tube pulled, patient bagged and new tube placed. When turning the patient in bed after taping the tube, it was determined the ett was split. The tube was trimmed to prevent further splitting and attached to the jet with great difficulty. Overnight the tube kept disconnecting from the vent, so patient was re-intubated the following day. Manufacturer indicated they will file a qa case for the two lots mentioned.